Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Repair notes from work completed by a smiths medical field service technician at the customer facility: source (barcode): 011061058604356711170123212029928, asset: 2028576, serial: (B)(6), firmware version: v.1.6.1, is there an alarm condition? N/a, initial battery charge level: 90%, starting wireless communication mac address: 00:22:88:01:15:b3, duplicate mac address (cross reference provided list)? N. New wireless commiunication mac address (if duplicate): n/a. Original battery lot#: mn150816. New battery lot#: mn130120. Power cord retainer upon receipt? Y. Verify switch from "ac connected" to flashing "battery" led after disconnecting from ac power source y/n: y. Condition of smiths seal in battery compartment (factory, replaced or missing): factory observations of initial condition j9 connector (step 2g in paa procedure): internal ribbon cable connection observed to be not to factory spec, repair procedure performed observations of j9 connectors after disconnecting and removing glue bead. Note any connector damage, distortions, foreign materials, etc. (Step 2l in paa procedures): good. Reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba to verify connectors are fully seated. (Step 3c in paa procedure) completed or n/a: glue installed per paa procedure quick check performed after re-assembly without issue? Y if issue during quick check, or if other activities, repairs, or retest performed after repair, indicate details: n/a power cord retainer attached post procedure? Yes pump connected to server post procedure? Yes device completion date: 18- may-2020 other observations: az

Event description:
No product returned.

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.